Manufacturer narrative:
Event date reported as (B)(6) 2015; it is unknown if this is the date the screws broke or the date they were discovered broken. Part of the device(s) remained in the patient; device(s) not considered explanted. Manufacturing location: (B)(4). Manufacturing date: 24october2014. Expiry date: 01october2024. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the devices were implanted on (B)(6) 2015. The patient had a fall which prompted the need for a revision procedure on (B)(6) 2015. It was reported there were broken screws, but it is unknown how many were broken.

Event description:
Device report from synthes europe reports an event in belgium as follows: it was reported that on an unknown date, approximately two (2) months postoperative, the patient had complications. The philos with augmentation shaft screws pulled out of the bone, while the head screws remained in situ. This report is for one (1) unknown plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.